Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 46507 537396224 003. It was reported that the error was "going off all last night" and that the patient was unable to turn the pump off. The alarm was reported to continue even after the batteries were removed. It was also reported that 50ml was left to infuse. No adverse patient effects were reported.